Manufacturer narrative:
Visual analysis was performed on the returned device and the reported suture detachment was observed as a needle to cuff mis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot # updated from 4022843 to 4021541. D4 - primary UDI number updated from (B)(4). E1 - region state updated from (B)(6). E1 - country updated from USA to pri. E1 - phone number updated from (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a suture break was noticed during pre-close. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than or equal to 21f, and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.